Event description:
Caller reported that a malfunction occurred on the pump but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any further issues arise.